Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer's blood glucose (bg) was 400 mg/dl. Reportedly, the customer went to the emergency room and was subsequently admitted into the intensive care unit (ICU) with a bg level of 486 mg/dl and high ketones. Customer tried to address the bg with a manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue and customer was released on 10/26/22 with no permanent damage. Ultimately, the customer reverted to an alternate source of insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.